Event description:
Patient notified us that she received inappropriate therapy due to noise on the lead. The lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.